Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was off and stuck on black screen. A field service engineer (fse) determined that the station was not booting up, unplugged the power supply from the communication sled and confirmed fan activity when the power switch was flipped, then disconnected the drawers pyxis bus cable and noted that no communication sled lights appeared. The communication sled was replaced, and upon reboot, a windows update initiated, resulting in an extended startup time. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station would not be turning on and had black screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.